Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, there were image issues. The connection to cable seemed to be loose and was causing an intermittent image on the screen unless the cable was held in place. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.